Event description:
It was reported that the user experienced elevated blood glucose after disconnecting from the ilet pump due to a prior case, then required assistance to reconnect and resume insulin delivery. Education and troubleshooting were completed regarding infusion set and cartridge use, including reconnecting in a timely manner. Symptoms included hyperglycemia with a peak of 316 mg/dl. Outcomes included customer support follow-up and resumption of insulin delivery, with blood glucose subsequently trending downward and no hospitalization. Investigation included technical support review and user guidance on device operation. Investigation of this case revealed that the device functioned as designed once reconnected and that hyperglycemia was associated with user-initiated pump disconnection rather than a device malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that user handling and therapy interruption were the most likely causes.